Event description:
It was reported that during a cholecystectomy procedure that the clip fell out unformed. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.